Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has been unable to recharge the implantable neurostimulator (ins) beyond 50-75% because of a feeling of being overstimulated for a few months prior to this report. The patient instead charges their ins very regularly with excellent coupling, but finds that the final 25% takes a very long time to charge. The weekend prior to this report, the patient's ins was turned off and the patient went to the emergency room. Since then, the patient has recharged the ins, and the ins was turned back on. Recharging statistics showed the patient charged between an hour and an hour and a half at a time between (B)(6) 2020 and (B)(6) 2020, but never charged over 62%, and only charged above 50% twice over 6 charging sessions during that time. Additionally, four of these six recharging sessions started with the ins recharge level less than 25%.it was stated that there has been no action taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient felt twitching and tremors when the battery was above 50-75%. The recharger was changed and the patient has felt better. They can charge above 75% now. However, they still felt overstimulated when the battery was charged around 100%.